Event description:
It was reported that customer shared photo on social media that showed malfunction alarm code 0-0x20c4. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or technical support.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.